Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system, and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call, the insulin pump stopped working and it was alarming motor error. Customer's blood glucose was 134 mg/dl. The customer attempted to rewind the device several time. Customer reported the device had alarmed motor error and motor position encoder error. Troubleshooting was performed. The drive support cap was normal. The device was not exposed to high magnetic field. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. The device is returning for analysis.